Event description:
A customer reported that on (B)(6) 2012 erroneous multiple analyte results were generated on a unicel dxc 800 synchron system for multiple patients. The customer indicated that the event involved sixteen erroneous patient analyte results, however actual patient data was not provided and hence the scope of patient involvement and the actual date(s) associated with this event cannot be confirmed. The customer provided verbal examples of four of the erroneous results generated. The customer indicated that the erroneous results were reported outside of the laboratory and for those verbally communicated erroneous result examples, the customer confirmed that no impact to patient treatment occurred. For all other erroneous results, the customer could not indicate whether impact to patient health had occurred as a result of the erroneous results. During the timeframe of the event, all cartridge chemistry quality control (qc) results were recovering low. Additionally, the magnesium analyte calibration had failed to meet instrument specifications during the timeframe of the event. No sample collection/handling information, additional system/analyte performance information, patient specific information or actual patient results were provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) or the customer replaced the cartridge chemistry (cc) and modular chemistry (mc) sample syringe plungers, and cc syringe. No leak was observed. The fse checked the probe and found the tubing to be really tight on the bead assembly. The fse reseated the tubing and executed the magnesium calibration successfully. All quality control results were acceptable. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode of this event is currently unknown.